Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ts insert. The following other devices were also listed in this report: ts femoral component; cat# unknown; lot# unknown. Ts tibial baseplate; cat# unknown; lot# unknown. Distal femoral blocks; cat# unknown; lot# unknown. Ts tibial stem; cat# unknown; lot# unknown. Tri press-fit stem 14mm x 100mm; ; cat# 5565-s-014; lot# unknown. Triathlon total knee system offset adapter 6mm; cat# 5570-s-060; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device is not available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patients left triathlon ts knee was revised for infection. All the components were removed and an antibiotic spacer and gamma nail were implanted.